Event description:
During the initial implant of a right ventricular (rv) lead, mild resistance was reported while advancing the lead from the subclavian vein into the right ventricle. Following lead advancement, hemoptysis and pulmonary hemorrhage were observed, and the patient¿s blood pressure and blood oxygen saturation levels decreased. The rv lead was retrieved from the patient. Intubation and resuscitation were successfully performed and the patient was taken to the intensive care unit (ICU) in stable condition. Ultrasound and computed tomography (CT) imaging were unable to identify any internal bleeding or injury to a body structures. Vascular perforation was suspected but could not be confirmed. The bleeding resolved without further treatment and the patient remains stable and monitored in the ICU.

Manufacturer narrative:
As received, a complete lead was returned in one piece with the helix retracted and clogged with blood/tissue. A tip stiffness test was performed and the results were within specification. The helix extension length was measured within product specification. The electrical testing did not find any indication of conductor fractures or internal shorts. The visual and x-ray analysis did not find any anomalies.